Manufacturer narrative:
The actual device was received for evaluation. During external inspection, the magnet of the door of the device was with reverse polarity. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the issue was component failure from missing magnets preventing proper function of the cover. The pump cover requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned exacta-mix compounder device, the device was missing door magnets preventing proper function of the cover. No additional information is available.